Event description:
The pt's meter was reading inaccurately low. The pt obtained a result of 151 mg/dl on her meter. She tested on the hospital meter within 10 minutes and she obtained a result of 269 mg/dl. The pt was shaking and sweating at the same time of the tests. She took her own insulin prior to receiving being taken to the hosp. While at the hosp, she was treated with IV fluids. The pt was admitted in the hosp at the time of the call. No further info was reported about the events that occured. It would have been helpful to know the date of the event and the pt's medication regimen. The test strips were in good condition and the codes matched. The techniques for cleaning the puncture site and for applying the blood to the test strip were both incorrect. The pt did not have control solution to troubleshoot. This complaint is being reported as the precision test failed and the pt was taken to the hosp, where the pt received medication intervention. A replacement meter has been sent.